Event description:
Boston scientific was notified that during an event when test inflation was performed on the gateway pta dilatation catheter, leakage was found at the proximal segment of the balloon.